Event description:
Device malfunction: suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure in an unspecified vessel, using the proglide device after an unspecified procedure. Reportedly, "no sutures were attached when the plunger was withdrawn". It is unk if there were any adverse pt effects. It is unk by the reporter how hemostasis was achieved. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: eval of the returned device revealed the device was returned with the reported complaint that no suture was attached when the plunger was withdrawn. Based on the returned device investigation findings, the link broke at the posterior cuff. This relates to the reported experience as follows: the link connects the suture to the anterior needle, if the link breaks, the suture will not be present upon plunger withdrawal. The link break is likely the result of resistance or drag encountered during the procedure. During lab testing the suture was pulled out from the device without significant resistance, which indicates that excessive friction in the suture lumens was not the cause of the link break. No info on pt anatomy or other conditions during the use of the device was provided or available. In addition, there were no mfg or qual issues detected and a review of the device history record for this lot did not produce any findings relevant to this investigation.